Event description:
It was reported by service report that the height adjustment racks were bent. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent height adjustment racks.